Event description:
During drilling the drill bit broke off and was left in the patient.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the information provided, as the lot number required to review the inspection records was not provided. Provided information states during drilling inside the femur, the drill bit was rubbing against an inserted superior screw and broke off. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. Review of the drawing found this instrument is a single use device. It is unknown if this instrument had been used before this surgery. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.